Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of broken connectors and additionally noted that the hanger assembly was broken. All defective parts were replaced and all identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connectors. The epg was returned for service. There was no patient involvement.